Event description:
It was reported that the packaging of a biwire nitinol hydrophilic wire guide was not sealed. After opening the outer packaging, the user observed the inner packaging of the device was not sealed. The user was concerned the device was contaminated; therefore, another same-like device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). H3: device anticipated but not yet returned. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d4 - primary UDI number. Investigation ¿ evaluation: event description: it was reported that the packaging of a biwire nitinol hydrophilic wire guide was not sealed. After opening the outer packaging, the user observed the inner packaging of the device was not sealed. The user was concerned the device was contaminated; therefore, another same-like device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), and quality control procedures. One biwire nitinol hydrophilic wire guide was returned in open package with label. The returned packaging doesn't have an end seal. There is no visual evidence of an end seal being applied. The wire guide is assembled and packaged by a cook supplier. The incoming inspection records at cook were reviewed and the lot passed incoming inspection. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record for the reported lot by cook and the supplier found no related anomalies. A database search carried out by cook found no additional complaints reported for the device lot. A review of manufacturing procedures by the supplier found multiple inspections to be in place to assure the integrity of the wire guide prior to shipment. The supplier concluded the issue was a result of human error during manufacturing. There is no recent history of this failure mode from the supplier for this product family. Cook has concluded this is a one off event and as controls are already in place at the supplier no further product from the supplier has likely been impacted. Cook has concluded the cause of the complaint is manufacturing. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.